Event description:
Allegedly, the doctor was performing an inguinal hernia repair procedure when one of the operating room personnel set the pt pressure at 30. Hosp contact correctly stated that it should have been set at 12. As a result of this incorrect setting, a hole was blown in the peritoneal wall and they had to switch to an open procedure. Procedure was completed. There was no malfunction of unit reported.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain due to a leaky capacitor.

Event description:
It was reported that the pulse generator exhibited a current drain greater than 30 ua. Current drain in (B)(4) 2009 was 21 ua. The pulse generator was programmed to 2.0 v, 0.4 ms in the atrium and 3.5 v, 0.4 ms in the ventricle.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.